Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for reported failure could not be determined. However, the additional malfunction noisy image occurred due to damage on circuit board of scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image displayed during inspection for use. There were no reports of patient involvement.